Event description:
A report has been received from a hemodialysis user facility regarding a possible hypersensitivity or suspected allergic reaction to the dialyzer. This is a new dialysis patient. The patient had undergone approximately one hour of dialysis when the patient presented with persistent shortness of breath and wheezing, and back pain. Oxygen was administered. The md evaluated the patient and new orders were given. The patient received hydrocortisone 200 mg IV and diphenhydramine. The patient was discharged to home. There is no sample. Currently the patient receives dialysis with use of a different brand of dialyzer without further incident.

Manufacturer narrative:
(B)(6).